Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported issue was confirmed using system error logs, which showed multiple c-34 errors along with m-11 and c-30 errors. Inspection during failure analysis identified issues related to the reported event but was unable to replicate the event on site. C-00 and m-11 errors in the erbe logs corroborated with the system error log data. When tested on a system, all instrument recognition and energy operation tests were performed successfully on all ports. M-b0, m-0b, c-00, and m-11 errors were recorded in the erbe logs. The erbe will be sent to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported error c-34 occurred on the integrated electrosurgical unit (iesu) or erbe when attempting to use monopolar energy during a procedure. The customer was converting to laparoscopic surgery at the time of the call. Tse advised switching the erbe to monopolar classic mode, as well as considering use of an alternative generator with the console if available. Multiple instances of error c-34 were present in the system logs, indicating that high-frequency voltage was too low in the on state. An internal timeout error was also observed. A subsequent call was made by intuitive rep who inquired about how to connect a third-party generator. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery with no additional ports required.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors c-00 and c-34 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.